Manufacturer narrative:
(B)(4). Carefusion received this complaint via medwatch form, the medwatch form did not provide any customer contact information to contact the customer for additional information or to receive the device for an evaluation. No further information can be requested and no evaluation of the device can be performed. It was reported on the medwatch form that the patient incident occurred while on a ltv 1500, but carefusion does not have a ltv model named "ltv 1500" and no device identifiers were provided. It is suspected that the customer meant to put ltv 1200, therefore carefusion is submitting this medwatch form as a ltv 1200.

Event description:
It was reported to carefusion through a FDA medwatch that while transporting a patient on a "ltv 1500", the ventilator stopped working and alarmed with all dashes where the numbers should be displayed. The crew immediately removed the patient from the ventilator and manually ventilated the patient. There was no adverse outcome for the patient. After the incident, the ventilator continued to alarm with dash lines once back to the base for several hours, then it turned itself off.